Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 at 18:36 the patient stated that their urine was dark red with no blood clots. The patient had already taken warfarin for the day. No other symptoms. The patient was advised to hold all evening medications and hydrate. On (B)(6) 2022 at 10:50, the patient stated urine had cleared. No other symptoms reported, and lab work was pending. Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 at 18:36 the patient stated that their urine was dark red with no blood clots. The patient had already taken warfarin for the day. No other symptoms. The patient was advised to hold all evening medications and hydrate. On (B)(6) 2022 at 10:50, the patient stated urine had cleared. No other symptoms reported, and lab work was pending. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that site of bleeding was the bladder. No testing performed. The patient was advised to increase fluids and to call if symptom continued. Events reported to have resolved completely. No additional information provided.